Event description:
The patient reported in early november that they had surgery at the end of october; the patient had a colostomy put in "it is right next to my pain pump kind of, its right across my abdomen, but it's still on one side, and the pain pump's on the other." A few days following the surgery, the patient slipped in the shower and fell with the pain pump landing on the side of the tub. The patient experienced "extreme pain" worse than the surgical pain from her colostomy surgery. The patient planned to follow up with hcp to have the pump checked. At the end of (B)(6), it was reported that the dye study was not possible due to no aspiration. The patient had increased pain at implant site. The pump was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Catheter 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unknown. (B)(4).